Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis frozen on carefusion screen. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was frozen on carefusion screen. A technical support specialist (tss) dialled into the station remotely, then confirmed the screen was frozen and prompting for the admin password. Logged in using admin credentials, then configured the station for auto-login, then updated the dependencies.xml file with the correct file path and rebooted the station into application mode. Then verified that the med app launched successfully. Confirmed with the pharmacy (rx) was able to log in and dispense medication. The system functioned as intended after the technical support specialist troubleshoots the device.